Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, it did not harm the patient or cause any delay in care. When the stapler was removed from the patient¿s rectum after use, it was noted that the blade did not fully retract into the device. This event has been reported by the user facility. Refer to user facility medwatch form, mw5104341.